Event description:
The patient was given oral amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported atrial flutter could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2021, when the patient ultimately expired. The account communicated that the pump will not be returned for evaluation (related manufacturer report number 2916596-2021-04660). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instruction for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had postop atrial fibrillation status post unsuccessful transesophageal echocardiogram (tee)/direct current cardioversion (dccv) for atrial flutter on (B)(6) 2016 soon after pump implant. The atrial flutter was not noted prior to implant.